Event description:
It was reported that the right ventricular (rv) lead of this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Previous impedance measurements were in the 700-800 ohms range. The patient was pacer dependent, however review of the presenting showed ap vs, which suggested that it was intermittent. Additionally, the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected with a gradual rise in current drain since january 2022. Technical services (ts) reviewed troubleshooting options. Device replacement and rv lead replacement were recommended, however this rv lead and pacemaker remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.